Event description:
Upon opening the packaging to stock the shelf, the psc070 was found to be crushed in the middle. The damaged catheter was disposed of. Back-up catheters were available and there were no delays in any cases.

Manufacturer narrative:
Conclusion: this was an out-of-box failure (malfunction noted upon unpacking). This was disposed of at the hospital and could not be returned for eval. As per FDA guidance on 28 aug 2009, kinks (including out-of-box failures) are reportable events. The DHR of this mfg lot has been reviewed and copy is attached. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15189). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.